Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review for precision strips was conducted for the reported complaint and no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported a customer would obtain unspecified low glucose values when testing on the adc freestyle libre built-in meter in the previous months. On (B)(6) 2020, the customer experienced symptoms of hyperglycemia and was able to treat themselves. An unspecified lab glucose test was obtained and the customer was treated in the hospital with intravenous insulin and fluids for a diagnosis of dka. There was no report of death or permanent injury associated with this event.